Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: coring. Event details: it was reported that core formed during preparation of endoxan. Confirmed in vial after connecting protector and injector. Based on size, it is thought to have been caused by the protector's air needle passing through. The lot number of the injector is 2409011 and the part number is 515005. Can we verify if the protector is assembled manually or using the assembly fixture? The protector is assembled using the assembly fixture to verify, the particle was observed before engaging the injector or after? Coring was discovered when the protector and injector were connected, and the drug was being collected.

Event description:
Description: coring. Event details: it was reported that core formed during preparation of endoxan. Confirmed in vial after connecting protector and injector. Based on size, it is thought to have been caused by the protector's air needle passing through. The lot number of the injector is 2409011 and the part number is 515005. Can we verify if the protector is assembled manually or using the assembly fixture? The protector is assembled using the assembly fixture. To verify, the particle was observed before engaging the injector or after? Coring was discovered when the protector and injector were connected, and the drug was being collected. Per response: the protector is assembled using the assembly fixture. Coring was discovered when the protector and injector were connected, and the drug was being collected.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. Through visual inspection, a grey particle was observed. Using magnification it was found the particle is consistent with material from the stopper of the vial. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on our investigation and sample evaluation, it was determined the particles generated during the assembly of the protector onto the vial. No issues related to the injector used were found. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.